Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chest pain. The patient presented due to unstable angina. The 90% stenosed and 10mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged on aspirin and prasugrel. (B)(6) 2011 - the patient presented with chest pain. The patient was admitted and treated with medications. The event was considered resolved without residual effects and the patient was discharged on the same day.